Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; the balloon was observed with radial and longitudinal burst, with distal portion of balloon bunched and umbrellaed over the nose tip, balloon spring stretched, and liner tear observed on sheath. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was confirmed based on provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the customer reported that,'' the degree of calcium in the annulus/leaflets was moderate''. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported an extra 1 cc of volume was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 23mm sapien 3 ultra resilia valve, during deployment and using the final 1cc of additional volume with a 23mm commander delivery system (ds) the balloon burst transversally. While adding the last 1cc it is believed that the balloon made contact with calcium in the sinotubular junction causing the rupture. There was difficulty removing the balloon catheter out of the 14fr esheath due to the rupture and more force than normal had to be used. Upon removal of the 14fr esheath+ the sheath was found to have liner damage having liner strands due to the force needed to remove the sheath from the ds. There is also possibly a torn liner. The degree of calcium in the annulus/leaflets was moderate, the degree of tortuosity was mild, the size of the annulus was 443, and the minimum luminal diameter was 6.2mm. The valve was successfully implanted, there was no injury to the patient, and the patient is in stable condition.